Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, several inappropriate mode switching episodes were observed due to far r-wave oversensing on the atrial channel. The recommended programming change was made. The patient will continue to be monitored.